Event description:
Pt reported that his blood glucose elevated to 600 mg/dl on (B)(6) 2012, and he checked the infusion device system and noticed the cartridge compartment was filled with insulin. Pt reported that he has no more trust in the infusion device and has started to delivery insulin via pen. The cartridge and infusion device were requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.